Event description:
Additional information was received reporting that there was no visible kink/twist/ribboning but it did not open, was mostly resheathed/failed to redeploy twice and then removed. Visible fraying of braid visible upon inspection after the product was carefully removed. It was clarified that "3 evolves" referred to another manufacturer's devices, stryker¿s surpass evolve flow diverters. The cause of the failure to open, movement, difficult placement/positioning, friction, and deformation was potential vessel spasming post device technologies drivewire navigation and tortuous anatomy that saw 3 failed deployment attempts of stryker¿s surpass evolve flow diverters not opening properly prior to attempting to deploy the pipeline shield. A phenom 27 was used. There was no resistance. A continuous saline flush administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that prior to pipeline deployment, 3 evolves had failed to fully open and thus were not deployed in this tortuous anatomy. A drivewire was initially trialed for navigation and was aggressive in its advancement and navigation movements. The pipeline was reported to have failed to open in the proximal, middle, and distal sections. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. Movement during placement (difficult placement/positioning) was reported. Multiple pipeline devices were not being used when movement occurred. There was moderate friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. No additional steps (e.g. Additional devices, techniques) were required to remove or secure the pipeline. The pipeline did not miss the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. No side branch(es) were covered by the pipeline. The tip of the catheter was moved during deployment. Braid deformation was noted. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right-sided internal carotid artery aneurysm with a max d iameter of 3mm and a 2mm neck diameter. Landing zone: distal: 4mm and proximal: 5mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed successful stent coil aneurysm.

Manufacturer narrative:
H3: product analysis. As found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield inner pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex shield braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate. Which eliminates this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to h6: fdd code a0509 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the report of "there was moderate friction or difficulty during delivery or positioning." Was confirmed to have not occurred. There was no resistance during delivery.